Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip rotated within the metal cap. The case was completed using an alternate procedure (turp). There was no patient injury reported. Gland volume: 57 ml, time expended: 11:30 minutes, joules used: 50,560.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass exhibited a circumferential fracture proximal to fiber/cap fusion zone, at the open end location; the glass cap and metal cap were detached and not returned; the outer flow tube exhibited signs of damage/melting at the open end location. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.